Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item # us157850, cup, lot # 941440; item # 139252, taper insert, lot # 145750; item # 11-103204, femoral stem, lot # 472350. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03098, 0001825034-2018-03099.

Event description:
It was reported that a patient underwent a revision approximately 9 years post implantation due to allegations of pain, hypertrophic synovium, pseudotumor, metallosis, and abductor stripped of the greater trochanter., attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being sent to relay additional information. The following sections have been corrected: manufacturing date was previously reported incorrectly.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint was confirmed through operative revision notes which indicated patient underwent revision due to adverse reaction to metal debris. Hyperplastic synovium that had significant metal staining was found in the joint. Pseudotumor was found, and her abductors were stripped off for the trochanter, which most likely from adverse reaction to metal debris. Metallosis was present with stained cultures. Device history record (DHR) was reviewed and no discrepancies were found.. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.